Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed an issue related to the battery of the device. The device is being evaluated by the third-party service center; however, the investigation is not yet complete. A follow up report will be filed upon the completion of the investigation.